Event description:
It was reported that during a cryo ablation procedure, while ablating the right inferior pulmonary vein (ripv), the phrenic nerve motion was weakened. The procedure was completed with cryo but the phrenic nerve was still weakened when leaving the operating room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with test catheters without any issue. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.